Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Device mis-function. Leakage of csf at the proximal stopcock. The system was replaced. Risk of infection (meningitis) for the patient. Per affiliate: did this event occur intra-operatively? Unknown did the reported event cause any delays in the procedure or surgery over 30 minutes? Unknown. Were there any adverse consequences to the patient? No. Is the device being returned for evaluation? No.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed. The lot was released on 12 dec 2014. There was one nonconformance for this lot. However, all of the pieces affected by the nc were scrapped. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.